Manufacturer narrative:
Patient weight unknown / not provided, brand name unknown / not provided, device information unknown / not provided. (B)(4).

Event description:
It was reported that the unknown zimmer abutment fractured at the hex. The abutment fracture lead to implant removal (tsvwb10).

Manufacturer narrative:
One tapered screw vent implant was returned for inspection with an unknown zimmer abutment. The implant shows large signs of wear and tissue attachment about the threads, collar, and internal drive feature. The internal hex is damaged and rounded out. The internal drive feature is confirmed to contain a fractured piece of the restoration. The abutment is noted to be fractured at the hex feature. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for zimmer dental implant systems¿ (B)(4) information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. No device lot number was provided so a device history record review and a complaint history review could not be performed. Alleged event was confirmed following inspection.